Event description:
Customer reported that the insulin pump alarmed motor error and the display froze up. Customer stated that there is no response from any button on the insulin pump. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was received with frozen display due to corroded interface board. Unable to test for button error alarm due to frozen display. Unit had corroded keypad traces and motor home switch.